Manufacturer narrative:
Additional manufacuring narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted. Device not returned.

Event description:
The customer reported the pt arrived to the ccu, from the cath lab s/p r ij tvp for new chb. The pt's o2 saturation on arrival was 90-95. The pt's o2 sat then began to decrease to the mid 80's. The masimo probe was changed several times. Every type of probe was tried. The pulse ox had a perfect waveform, a full carrot and a correlating heart rate. Pulm was urgently brought the bedside. The pulse ox was reading a sat in the 60s for a significant amount of time. An abg was sent to confirm the numbers. While waiting for the abg the patient's sats dropped into the mid 50s. The pulm team prepared to intubate the pt. Intubation drugs were drawn up and the airway bag was opened. As the team prepared for intubation the blood gas resulted. The pt's sao2 was 95, pao2 was 105, and pco2 was 40. It was decided that intubation was not necessary. The pt was almost intubated because of an incorrect o2 reading. No patient impact or consequences were reported.